Event description:
Customer reported generation of erroneous ion selective electrodes (ise) patient results and quality control (qc) for sodium (na), chloride (cl), potassium (k), carbon dioxide (co2), and calcium (ca) assays involving the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600 pro synchron system. The fse inspected the instrument and found multiple issues with the instrument. The fse found that the ise (ion selective electrodes) calibration sample reference readings adc (analog to digital conversion) were near -6000. The fse also, found the modular chemistry (mc) t-valve leakin, mc sample syringe was tight and dirty, and cloudy carbon dioxide (co2) membrane. The fse replaced the carbon bridge, co2 membrane, mc t-valve, and proactively replaced the mc sample syringe to resolve the issue. The failure mode is determined to be hardware. Due to multiple component interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4).